Event description:
It was reported that the patient's erosion site has healed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that the patient¿s ipg has eroded through the skin. As a result, surgical intervention took place on (B)(6) 2019 wherein the patient¿s entire scs system was explanted. The incision site is now healing.